Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dissector had a broken waveguide, and the waveguide was returned with the device. The evaluation found that the waveguide was excessively torqued to the side during use, causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, red light and no activation occurred halfway through the surgery. Based on the investigation, the dissector had a broken waveguide and was returned. There was no patient injury.